Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports from this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that viscoelastic product was used during surgery. During the post-op examination, the patient presented with toxic anterior segment syndrome (tass). Additional information received on a completed questionnaire clarified that the patient is being treated with corticosteroid drops every two hours while awake. The patient's visual acuity is reported to be slowly improving.

Manufacturer narrative:
Additional information is provided in sections. Corrected information is provided in sections to replace and correct patient specific information that was previously provided on the originally submitted report. The manufacturer internal reference number is: (B)(4).

Event description:
Additional corrected information clarified that the patient returned for postop evaluation one day after cataract extraction in the left eye. The patient stated her vision as "poor", but that it seemed to be fairly stable. The exam notes reflected 3+ stromal edema and 4+ cells. The patient's condition was reported as resolved.